Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. No contact info was provided on the maude report; therefore, no follow up can be made to obtain additional info. We therefore, consider this report complete to the best of our current knowledge.

Event description:
Pt reported to the FDA via a maude report that she underwent ventral hernia repair with a kugel mesh patch in 2005 after having reconstruction surgery from a "flam trap" procedure. Immediately after being discharged from the hosp following the hernia surgery, the pt presented at the emergency room unable to digest any solid foods or liquids for days, resulting in her being very dehydrated. Physician prescribed zolfran. Pt reports that experiences severe bouts of diarrhea, nausea, and vomiting. Pt has had pain in her cervical area and is having shortness of breath which has led to having to take albuterol treatments. Report indicates that the mesh remains implanted and the pt is working with doctors to resolve issue (no other specific treatment stated).